Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since k-wires were placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the hospital four k-wires not placed as intended with navigation were corrected in the very same surgery without aid of navigation. The final outcome of the surgery was successful as intended, with all k-wires/screws placed in their correct final positions as intended. There was no direct (or increased) risk of harm to a critical structure due to this issue. There was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 2h). There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either. H6: according to the results of the technical investigation and the information provided by the hospital, it can be concluded that the root cause of four misplaced k-wires at t10 and t12 with aid of navigation is: one (or more) reflective marker sphere(s) that was/were slightly damaged e.g. While lying on the instrument table or getting in touch with other instruments. This affected the detection of its spatial position, and thus caused deviations of the instrument position displayed by navigation from its actual position on the instrument calibration matrix/ patient anatomy. Apparently, the resulting deviation between the actual position of the instrument on the patient anatomy during the placements and the displayed position of the instrument on the registered pre-placement patient image scan by the navigation was recognized by the user with the necessary verification of instrument accuracy after calibration/validation before k-wire placement. This can be concluded from the repeated validation attempts, including the repeated display of the low-accuracy waning (requesting to check / replace marker spheres). There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery (on (B)(6) 2023) on the thoracic spine for a posterior fixation t10-t12 and kyphoplasty (at t11), due to a fracture (reportedly at t12/ based on image data at t11), with intended placement of 4 k-wires and subsequent pedicle screws, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d nav 2.0.0. During the procedure the surgeon: positioned the patient prone, performed kyphoplasty (at t11), and attached the navigation reference array on the spinous process of vertebra t12. Acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation, verified registration accuracy, and accepted the accuracy to proceed. Calibrated a non-brainlab drill guide to navigation (13 attempts, of which 5 were successful), but considered its accuracy less than ideal. Before proceeding with k-wire placements checked accuracy on anatomical structures using this drill guide. Placed four k-wires (order unknown) using this drill guide: determined the entry point using the brainlab pointer, prepared the pedicle (pilot hole) by drilling through the navigated non-brainlab drill guide, placed the k-wire though the drill guide into the pilot hole. Calibrated a non-brainlab screwdriver to navigation. While inserting the first screw using the navigated non-brainlab screwdriver, suspected a deviation. Acquired verification scans (using a c-arm) to confirm k-wire placements, and detected that the k-wires were not in the intended position (one k-wire outside the pedicle, three k-wires not in desired position within pedicle/not in its center). Removed all k-wires and completed the procedure without navigation (using x-rays). According to the hospital: four k-wires not placed as intended with navigation were corrected in the very same surgery without aid of navigation. The final outcome of the surgery was successful as intended, with all k-wires/screws placed in their correct final positions as intended. There was no direct (or increased) risk of harm to a critical structure due to this issue. There was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 2h). There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since k-wires were placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the hospital four k-wires not placed as intended with navigation were corrected in the very same surgery without aid of navigation. The final outcome of the surgery was successful as intended, with all k-wires/screws placed in their correct final positions as intended. There was no direct (or increased) risk of harm to a critical structure due to this issue. There was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 2h). There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either. H3, h6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
An open surgery (on (B)(6) 2023) on the thoracic spine for a posterior fixation t10-t12 and kyphoplasty (at t11), due to a fracture (at t11 or t12), with intended placement of four pedicle screws, was performed with the aid of the display by the brainlab spine&trauma 3d navigation 2.0.0. During the procedure the surgeon: positioned the patient prone, performed kyphoplasty (at t11), and attached the navigation reference array on the spinous process of vertebra t12 acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation, verified registration accuracy, and accepted the accuracy to proceed calibrated a non-brainlab drill guide to navigation (several attempts). Placed k-wires with aid of navigation (order unknown). Calibrated a non-brainlab screwdriver to navigation. While inserting the first screw using the navigated non-brainlab screwdriver, suspected a deviation. Acquired verification scans to confirm k-wire placements, and detected that k-wires were not in the intended position (one outside the pedicle and three less than ideal inside the pedicle). Removed all k-wires and completed the procedure without navigation (using x-rays). According to the hospital: four k-wires not placed as intended with navigation were corrected in the very same surgery without aid of navigation. The final outcome of the surgery was successful as intended, with all k-wires/screws placed in their correct final positions as intended. There was no direct (or increased) risk of harm to a critical structure due to this issue. There was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 2h). There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires were placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the hospital four k-wires not placed as intended with navigation were corrected in the very same surgery without aid of navigation. The final outcome of the surgery was successful as intended, with all k-wires/screws placed in their correct final positions as intended. There was no direct (or increased) risk of harm to a critical structure due to this issue. There was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 2h). There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either. According to the results of the brainlab technical investigation and the information provided by the hospital, it can be concluded that the root cause of four misplaced k-wires at t10 and t12 with aid of navigation is: one or more reflective marker spheres for instrument tracking (used on the navigated non-brainlab drill guide array and/or the instrument calibration matrix) was not fully attached to the pin of the array/matrix by the user as required, causing deviations of the instrument position displayed by navigation from its actual position on patient anatomy. Brainlab requires to screw the spheres onto the pin until there is no gap between the spheres and the base of the pin. Apparently, the resulting deviation between the actual position of the instrument on the patient anatomy during the placements and the displayed position of the instrument on the registered pre-placement patient image scan by the navigation was not recognized by the user with the necessary verification of instrument accuracy after calibration/validation and of navigation accuracy throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery (on (B)(6) 2023 ) on the thoracic spine for a posterior fixation t10-t12 and kyphoplasty (at t11), due to a fracture at reportedly t12 (according to information/data received at t11), with intended placement of 4 k-wires and subsequent pedicle screws, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d nav 2.0.0. During the procedure the surgeon: - positioned the patient prone, performed kyphoplasty (at t11), and attached the navigation reference array on the spinous process of vertebra t12 - acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation, verified registration accuracy, and accepted the accuracy to proceed - calibrated a non-brainlab drill guide to navigation (13 attempts, of which 5 were successful), but considered its accuracy less than ideal - placed four k-wires (order unknown) using this drill guide: determined the entry point using the brainlab pointer, prepared the pedicle (pilot hole) by drilling through the navigated non-brainlab drill guide, placed the k-wire though the drill guide into the pilot hole calibrated a non-brainlab screwdriver to navigation. While inserting the first screw using the navigated non-brainlab screwdriver, suspected a deviation. Acquired verification scans (using a c-arm) to confirm k-wire placements, and detected. That the k-wires were not in the intended position (one k-wire outside the pedicle, three k-wires not in desired position within pedicle/not in its center). Removed all k-wires and completed the procedure without navigation (using x-rays). According to the hospital: four k-wires not placed as intended with navigation were corrected in the very same surgery without aid of navigation. The final outcome of the surgery was successful as intended, with all k-wires/screws placed in their correct final positions as intended. There was no direct (or increased) risk of harm to a critical structure due to this issue. There was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 2h). There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either.